Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat esophageal varices using a lantern delivery microcatheter (lantern). During the procedure, while in use with a 5f catheter, the lantern was unable to track all the way to the varices; therefore, it was removed. Upon removal, it was noted that the lantern was kinked. The procedure was completed using another microcatheter and the same catheter. There was no report of an adverse effect to the patient.